Event description:
It was reported that the patient was having issues recharging his system and did not feel the stimulation sensation. It was noted that the patient typically recharged his device with the stimulation on, every 4 weeks for about 4-5 hours. The patient stated that the last 2 times he recharged the device, it "only charged half way." It was noted that the patient "charged the charger for 24 hours until it was full and put it on the internal neurostimulator (ins) for 1.5 - 2 hours, and it only charged the device half way." It was further noted that over the weekend, the patient recharged for an entire day and "finally was able to recharge the ins to the max." The patient stated that "it had died on him 2 or 3 times." It was noted that this was the first time the patient had problems charging the ins. The patient further stated that the stimulation "cut off" so he was not feeling any stimulation. It was indicated that after 2 charges, the patient was able to get the stimulation working again. The patient stated that the ins lost 25% of its charge in 2 days, and that during the last 2 recharging sessions, the patient did not turn the stimulation until at least half charged. The patient indicated that he would monitor the device during the next recharging session and would report back if the issue continued. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 377775, lot# v020492, implanted: (B)(6) 2007, product type: lead. Product ID: 377775, lot# v020492, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4),implanted: (B)(6) 2007, product type: programmer. (B)(4).